Event description:
It was reported the metal handle detached from the purple part of the rod. The filter was successfully retrieved. There was no pt injury reported.

Manufacturer narrative:
The device history records could not be reviewed, as the lot number was unk. Upon inspection of the returned sample, the introducer sheath appeared to have been cut circumferentially at approx 51.5cm from the distal tip. This most likely occurred to retrieve the catheter. The handle of the recovery cone catheter was separated from the purple shaft of the catheter. The handle was able to be worked back into the purple shaft of the recovery cone. While attempting to insert, the handle into the purple shaft some resistance was met, however, was able to insert fully, approx 1 inch, by twisting. The fit was snug. The overall length of the catheter was measured once mated back together, and was within specification. With the handle re-inserted into the purple shaft, an in-house weight was attached to the handle and then lifted. The handle did not pull out of the shaft with this weight attached. Was able to remove the handle from the purple shaft of the catheter with substantial resistance, by personal force. There was evidence that the handle had been welded to the shaft of the catheter. The proximal part of the catheter had a reduced diameter of approx 8mm in length, indication of weld area. The sanded portion of the handle that would be encapsuled into the purple shaft of the catheter was within specification. There were 2 longitudinal areas in the sanded portion which appeared to have reduced sanding. There were circumferential marks evident at approx 17.8cm from the proximal end of the catheter. Under magnification, the marks appeared to be from when the sheath was cut to extract the catheter. The cone area of the catheter was inspected and had 1 partially detached claw. One pedal on the cone was mostly detached. The result of the investigation was confirmed for detachment of component, handle separated from the shaft of the catheter, root cause unk. It is unk if procedural issues contributed to this event.